Event description:
It was reported that when the customer was at soccer practice, the pump touch screen became cracked and unresponsive. Customer¿s blood glucose was 108 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.